Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle was found separated from the hub.

Event description:
The customer reports that the needle was found separated from the hub.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit that included an introducer needle attached to ars for evaluation. Visual inspection of the components including the needle revealed no defects or anomalies. A spring wire guide was returned taped to the kit. However, the customer did not mention the guide wire in the complaint description. The non-taped portions of the guide wire showed no defects or anomalies. The needle cannula outer diameter measured 0.0497", which is within the specification limits of 0.0495"-0.0505" per the cannula graphic. The outer diameter of the needle measured 0.042", which is within the specification limits of 0.041"-0.043" per the hub graphic. The returned ars was attached to the returned introducer needle and used to draw and aspirate water. No issues were identified. A manual tug test was performed on the needle cannula and needle hub. The cannula was securely connected to the hub. A device history record review was performed, and no relevant findings were identified. The customer complaint that the needle cannula has separated from the needle hub was not confirmed through this investigation. The needle cannula was securely attached inside the hub. The returned component passed all relevant dimensional and functional specifications. A device history review was completed with no relevant findings. Nothing was found wrong on the returned components. Teleflex will continue to monitor and trend for complaints of this nature.